Event description:
It was reported that on (B)(6) 2025, the customer encountered an error code while performing a procedure on a selenia dimensions mammography systems, 3d. A field engineer assessed the device and determined that the rotational wheel gear bolt was loose. The field engineer tightened the affected bolt and recalibrated the device in accordance with manufacturer guidance. No user or patient injury was reported.